Manufacturer narrative:
Unit received with a33 alarm during the displacement test due to motor excessive axial play. Unable to perform the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test and excessive no delivery test due to constant a33 alarm during displacement test. However visual inspection found faulty motor encoder. Pump history download using thds was successful. However, there is no data available on ( 01-jul-2025), unable to perform data analysis for a33 alarm complaint. The following were noted during visual inspection: cracked belt clip slot, stained end cap sticker, stained address/serial number label and cracked reservoir tube lip. The p-cap locks properly into the reservoir compartment. In conclusion, unit received with a33 alarm was confirmed due to motor excessive axial play. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced an a33 alarm (compromised force sensor system). The customer reported no adverse event. The event involved product(s) mmt-712wws. Troubleshooting was not performed. Customer reported drive support cap as normal. No harm requiring medical intervention was reported. The customer will discontinue to use the insulin pump. Mmt-712wws was requested and customer response was the device will be returned.